Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown abutment screw loosen.

Manufacturer narrative:
At the time of receipt of the complaint product, the device was entered as unknown. Through visual/physical inspection the abutment screw was identified as a short abut,4.5/5.5p,1m mcu. One zimmer short abutment was returned for inspection with a mating screw. The device shows signs of wear from use about the hex and internal drive feature. The returned x-ray shows the implant within the surgical site, with the crown later absent. No signs of abutment loosening could be determined from these images. Alleged event was non-verifiable with the information provided. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).